Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that the stent was unable to cross the lesion. Vascular access was obtained via the left femoral artery. The 2.75x28mm, concentric, de novo, 95% stenosed target lesion was located in the mid right coronary artery. The lesion was predilated with a 2.0x9.00mm maverick catheter balloon which reduced the stenosis to 70%. A 32 x 2.75mm taxus liberté drug eluting stent was selected to treat the target lesion but was unable to cross the lesion. The physician removed the stent from the patient and completed the procedure with another of same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device found no kinks along the shaft. The stent was damaged at the proximal end. Struts on the most proximal row were bent and pushed distally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).